Manufacturer narrative:
This report is filed june 17, 2016. Implanted device remains.

Event description:
Per the patient's surgeon, revision surgery was performed (date not reported) to correct the device placement due to extrusion of the receiver stimulator. Skin flap debridement was performed during the surgery. The implanted device remains insitu.